Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient experienced oozing at impella access site. Systemic heparin was withheld and the patient was transfused with one unit of red blood cells and one unit of platelets. Support was continued with the implanted pump following the intervention. The patient was successfully weaned and explanted after completion of a high risk percutaneous coronary intervention.

Manufacturer narrative:
The investigation of access site bleeding ¿ major has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding is determined to be patient condition because of the bleeding from multiple sites along with the impella site.